Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported an elevated blood glucose reading of "hi" today. She stated, she began to feel thirsty, so she checked her blood glucose levels. She said she changed her insulin infusion set and gave herself a bolus through her insulin infusion device to bring her blood glucose back to a reading of 122 mg/dl. She stated her normal blood glucose range is 89-135 mg/dl. Troubleshooting discovered no product or user issues. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.